Event description:
Pt had surgery for pancreatic cancer. A jackson-pratt drain was placed. When the drain was removed, the catheter portion broke, with part remaining in pt. It had to be removed surgically. Pt had no residual effects.